Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00189. A facility reported a cerelink sensor was inserted in operative room and a message came up on the screen indicating ¿sensor/cable failure please change¿; therefore, a second sensor was placed in the operative room. This sensor then failed about 1 hour later, forcing the medical staff to replace the icp sensor. The event led to 1 hour surgical delay (monitoring was delayed).

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR: lot met specifications when released. Failure analysis: no visible damage to the millar sensor, catheter, or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Root cause: this complaint is part of a failure mode that is being investigated under a corrective and preventive action (CAPA). The root cause investigation will be captured and communicated under that action.

Event description:
N/a.